Event description:
It was reported that patient was experiencing ineffective therapy, and the system was unable to enter MRI mode as the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 to explant the system. It is unknown which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.